Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 575 mg/dl and 44 mg/dl. Customer stated tried to rewind the insulin pump, tried to deliver bolus but was not sending it and did try to deliver insulin and got no delivery alarm. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.